Event description:
Event description boston scientific crm received information that a review of daily measurements for this atrial lead revealed impedances greater than 3000 ohms. This lead was noted with impedances of 200-300 ohms since implant with good sensing and pacing. The caller also inquired on how to reduce the number of atrial tachycardia response episodes. No adverse patient effects were reported.